Manufacturer narrative:
Sc-9218-15 sn (B)(4): the complaint was not confirmed. The device passed all required tests performed and exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing pocket discomfort and loss of stimulation. The patient underwent a pocket revision procedure. After the procedure high impedances were noted. The patient underwent a second procedure the same day wherein the lead adaptor was replaced and the impedance issue resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-9218-15 serial # (B)(4) description: precision m8 adapter, 15cm.

Event description:
A report was received that the patient was experiencing pocket discomfort and loss of stimulation. The patient underwent a pocket revision procedure. After the procedure high impedances were noted. The patient underwent a second procedure the same day wherein the lead adaptor was replaced and the impedance issue resolved.